Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal step and refills old cartridges with insulin. Tandem clinical support educated customer regarding cartridge labeling instructions. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to blood glucose.